Manufacturer narrative:
(B)(4). During baxter's evaluation, the undetected upstream occlusion could not be reproduced during the evaluation. The device passed all testing and was found to be operating within specification.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had an undetected upstream occlusion alarm. There was no pt involvement.